Event description:
One day after the implantation, it was observed that the lead was dislodged. The lead was explanted and a new lead was implanted. Should additional information be received, this file will be updated.